Event description:
During the colonoscopy procedure, radial jaw 4 biopsy forceps were used. The physician commented on "mucosal tearing in addition of removing the polyp". The physician placed a resolution clip to help prevent bleeding post procedure. The pt's condition is reported to be fine.

Manufacturer narrative:
The suspect device is not available for the eval. The relationship of the device and the event is undetermined.